Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient had two right ventricular (rv) leads. A second sensing lead was added due to noise on the first lead. The leads are now exhibiting an increase in sensing integrity count (sic) possibly due to t-wave oversensing (twos), double counting of r-waves, or noise due to contact between the leads. The device was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693665x implantable tachy lead (B)(6) 1995. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that initial rv lead had fractured. The replacement pace/sense lead had a possible fracture as short v-v intervals were noted. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.